Event description:
During a circumcision, the pt suffered a 1cm abrasion to the penis that was thought to have been caused by the clamp.

Manufacturer narrative:
The infant sustained a 1 cm abrasion to his penis during the procedure that was thought to have been caused by the circumcision clamp. The clinician stated that they dabbed the blood with gauze and it stopped almost immediately and did not require any intervention. The clamp was returned but not the rod section of the device. The sample was evaluated. There were no sharp edges or burrs noted on the device. No manufacturing defect was identified. A root cause for the reported incident was not determined. We have had no other complaints for this kit in the past two years.